Event description:
It was reported that a patient presented to the clinic on (B)(6) 2022 with a dislodged right ventricular lead. An x-ray was performed, which confirmed the lead dislodgement. During the lead repositioning attempt on (B)(6) 2022, it was noted that the lead helix was difficult to extend due to myocardial tissue observed on the tip of the lead. The lead was explanted and replaced. There were no patient consequences.

Event description:
New information notes that the lead that had dislodged was a right atrial lead, and that far r-wave oversensing was also observed.